Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. There were no anomalies found. It was noted that the distal conductor had blood/body fluid (not obstructed). The inner insulation was kinked buckled. The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. The lead was stretched. It was visually noted that there was apparent explant damage.

Event description:
It was reported that the atrial lead had high thresholds. It was also reported that during the lead revision the physician was not able to get "satisfying electrical parameters". The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.